Manufacturer narrative:
The production device history record (DHR) for intra-aortic balloon pump (iabp) is not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. It was reported that the iabp was switched out by the customer. A getinge service representative looked at iabp and the alarm log was documented. Based on times between some of the alarms, the operators never performed the required autofill based on this gas loss in iab circuit alarm. The biomed has chosen not to place a service call, as they are attributing this to operator error. No repairs were made and the iabp remains in clinical use.

Event description:
The customer reported that the intra-aortic balloon pump (iabp) had alarmed multiple times throughout the night regarding a "gas loss in intra-aortic balloon (iab) circuit". This event occurred while the iabp was in use on a patient, however, no adverse event has been reported.